Manufacturer narrative:
H6: investigation summary. In response to the event reported by your facility a device history review was conducted for lot number 8358942. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm tubing was broken. The following information was provided by the initial reporter: the patient was admitted on (B)(6) 2020, and the nurse in charge was given indwelling needle implantation during intravenous infusion. The extension tube of the indwelling needle was broken when the responsible nurse performed intravenous infusion, and the indwelling needle was immediately pulled out and explained to the family members and the patient, and the indwelling needle was re-implanted to obtain the cooperation of the patient and his/her family members.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm tubing was broken. The following information was provided by the initial reporter: the patient was admitted on (B)(6) 2020, and the nurse in charge was given indwelling needle implantation during intravenous infusion. The extension tube of the indwelling needle was broken when the responsible nurse performed intravenous infusion, and the indwelling needle was immediately pulled out and explained to the family members and the patient, and the indwelling needle was re-implanted to obtain the cooperation of the patient and his/her family members.